Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available and lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's arrhythmia was present prior to left ventricular assist device (lvad) implant. The patient's implantable cardioverter-defibrillator (ICD) was placed prior to lvad implant. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to ventricular arrhythmia. The arrhythmia required fibrillation or cardioversion for treatment. A catheter ablation was performed.